Event description:
It was reported that during the procedure, the 2.5 x 18 mm xience v rx stent system was advanced into the patient anatomy. During advancement through a previously placed stent, the xience v stent dislodged just proximal to its intended location. A balloon dilatation catheter was advanced to the dislodged stent and was inflated to expand the stent. No additional treatment was provided. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.